Event description:
It was reported that the right ventricular (rv) lead had high threshold. It was noted that the patient could not have a magnetic resonance imaging (MRI) scan due to the rv lead high threshold. The rv lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.